Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended and speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and waited for insulin to resume, after which alarm did not recur and pump resumed normal operation, and technical support provided tips for preventing future altitude alarms and caller acknowledged.